Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarmed for hardware low level failure, software error detected and failed battery test. Customer¿s blood glucose was unknown. Customer was able to rewind the insulin pump and passed the test but insulin pump error occurs again. Customer stated that fill cannula was recorded in daily history. Insulin pump will not be returned for analysis.